Event description:
A small hematoma was noted at a follow-up. No sign of infection was noted and medications were administered. All records indicate that this device remains actively implanted. Should additional information become available, this event will be updated.